Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had low vacuum. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), e1(event site email), g2, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: h6(impact codes), h8 a getinge field service engineer (fse) confirmed the customer reported issue and replaced drive manifold to resolve the issue. Fse confirmed the repair has been completed.

Event description:
N/a